Event description:
The user facility reported experienced poor gas exchange shortly after initiating a bypass procedure. The oxygenator was changed out and the case was completed without any further complications. The user facility confirmed that there was no pt injury. Additional event specific info was not available.